Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 6mm sterling balloon. No patient complications were reported and patient's status was good.